Event description:
A report was received that the pt was having difficulty charging and that the ipg had been implanted too deep. During the pocket revision surgery the physician noticed fluid discharge at the implant site and decided to explant the whole system. The pt was prescribed oral antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.